Manufacturer narrative:
D1 (brand name) & d4 (primary UDI number) were updated. H4 (device manufacture date) has been added. Ppae (cardiac perforation, ischemia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 81 year old female was admitted for an elective high-risk percutaneous coronary intervention with impella cp support that was placed via the right femoral artery. During the complex procedure, a coronary perforation occurred from the coronary intervention equipment requiring balloon tamponade and an abortion of the percutaneous coronary intervention procedure. Additionally, an ischemic right leg was noted and the decision was made to remove the impella cp. The patient remained hemodynamically stable and was transferred to the intensive care unit.